Event description:
It was reported that the patient was light headed during trans-telephonic monitoring. Additionally, when the magnet was placed over the device, the device lost capture. It was further reported that the patient was pacemaker dependent and likely had exit block due to a tissue issue which led to unacceptably high pacing thresholds for the ventricular lead. The device was electively explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.